Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2408-56, serial #: (B)(4), description: avista MRI perc lead kit, 56 cm.

Event description:
A report was received that the patient was experiencing pain over the lead incision site. It was noted that the patient had wires that were rubbing through, being uncomfortable at skin level and be afraid that it will poke through the skin. The patient underwent a revision procedure wherein the wire coil was just buried deeper and nothing was implanted nor explanted. The patient was reportedly doing well post operatively.